Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited increased pacing thresholds and decreased impedances. Fluoroscopy did not reveal any anomalies. Subsequently, surgical intervention was undertaken during which the lead was repositioned. Post-operative electrical measurements were stable. No patient symptoms were reported.